Event description:
The patient was hospitalized due to diabetic ketoacidosis (dka). Their blood glucose level reached 561 mg/dl, while wearing the pod for between 24 and 36 hours on their arm. The pink slide had moved forward upon insertion; however, it was reported that the cannula never penetrated and was not inserted into the skin. It was also reported that insulin was leaking from the pod site. Symptoms reported were high ketones and high blood glucose level. The patient sought medical attention at the emergency room and was admitted to the ICU with a diagnosis of diabetic ketoacidosis (dka). The patient was treated with insulin (unspecified route), potassium (unspecified route), and unspecified intravenous fluids. The patient was discharged from the hospital after 3 days.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios, omnipod software app version: 1.1.6, smartphone operating system: 18.5, smartphone hardware: iphone14.2, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the fluid path and needle mechanism components found no evidence of any damage or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported unsure properly inserted cannula could not be determined. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear.